Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).

Event description:
The system shutdown during an ice exam. The system was rebooted to restore functionality. The exam completed with another system and no injuries were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, after further investigation the logs show a known wireless issue that has been addressed in vc11b release as well as a smbus hang. If the last connected wireless ap is not available after system boot-up, the system is not able to re-connect and an exception can be thrown sporadically which causes the whole application to crash. The cse turned off wireless and the issue has not reoccurred. The recommendation to disable wireless has been provided. This is a software issue addressed in release 6.5. Reference# (B)(4).